Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that the device stopped working. The device collected about 50-100ml of blood before it stopped working. There was no delay, no medical intervention, and no adverse consequences.